Event description:
It was reported that following the implant procedure when the initial programming was attempted the patient did not feel any stimulation and no therapy was provided. Re-programming was attempted again the next day, but the patient stated no therapy was provided. The patient underwent a revision procedure in which the leads were disconnected from the ipg and connected to an external or cable to confirm they work. The patient is doing well post-operatively.

Event description:
It was reported that following the implant procedure when the initial programming was attempted the patient did not feel any stimulation and therapy was not provided. Re-programming was attempted again the following day, but the patient stated not feeling any stimulation and no therapy was provided. The patient underwent a revision procedure in which the leads were disconnected from the implantable pulse generator (ipg) and connected to an external or cable to confirm that the leads worked. It was determined that the leads migrated, imaging was not performed to confirm migration. The physician explanted the two leads, the (ipg) remained implanted. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7094991. Product family: scs-linear leads upn: m365sc2366700; model: sc-2366-70; serial: (B)(6); batch: 7073087.

Event description:
It was reported that following the implantable pulse generator (ipg) and lead implant procedure, when the initial programming was attempted the patient did not feel any stimulation and therapy was not provided. Re-programming was attempted again the next day, but the patient stated not feeling any stimulation and no therapy was provided. The following day the patient underwent a revision procedure in which the leads were disconnected from the ipg and connected to an external or cable to check the leads. The physician assessed that one of the leads migrated. The lead was explanted and a new lead was implanted. Stimulation and therapy were not adequate therefore the third lead was explanted two weeks later. The patient is doing well postoperatively. The leads will not be returned for analysis as they were discarded by the facility.